Event description:
Reportedly during the implant attempt of the subject atrial lead, after positioning it in the right atrial appendage and testing with a psa, it was noted that the p-wave amplitude was unable to be sensed at all and pacing at 5 v was unsuccessful. The lead was repeatedly tested at different sites, but the p-wave amplitude still failed to be measured. The associated ventricular lead was tested with a psa and no issues were noted. The subject lead was subsequently positioned in the ventricle and tested with a psa. As the r-wave amplitude and the atrial threshold failed to be measured, the subject lead was not implanted. Another lead was attempted to be implanted in the atrium however sensing failure was observed, therefore this lead was not also implanted. A third lead was successfully implanted in the atrial septum.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states

Event description:
Reportedly during the implant attempt of the subject atrial lead, after positioning it in the right atrial appendage and testing with a psa, it was noted that the p-wave amplitude was unable to be sensed at all and pacing at 5 v was unsuccessful. The lead was repeatedly tested at different sites, but the p-wave amplitude still failed to be measured. The associated ventricular lead was tested with a psa and no issues were noted. The subject lead was subsequently positioned in the ventricle and tested with a psa. As the r-wave amplitude and the atrial threshold failed to be measured, the subject lead was not implanted. Another lead was attempted to be implanted in the atrium however sensing failure was observed, therefore this lead was not also implanted. A third lead was successfully implanted in the atrial septum.